Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer's mother reported via phone call of high blood glucose readings from the insulin pump. The mother stated that she was in the hospital to change her son's infusion set. The mother stated that she used a different size tubing than what she normally used. The mother stated that she changed out the tubing, but did not fill it. The mother stated that her son had ketones. The mother stated that her son has only been treated with the pump.